Manufacturer narrative:
The accounts maintenance did not want to troubleshoot the issue with technical support. The accounts maintenance replaced the right siderail circuit boards to repair the bed.

Event description:
The account alleged the right siderail is causing the head to run up unintentionally.